Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units (cfu) per endoscope of revivable microorganisms. The obtained results are in conformance with the requirements. Three good faith efforts were made to obtain the completed cleaning, disinfection and sterilization (cds) checklist from the customer. However, no response was received. The returned device was evaluated. There were few findings. The lens glue was chipped. The charge coupled device (ccd) cover glue lens was chipped. The distal end cover was scratched. The adhesive of the bending section cover was separated and had white clouded area. The connecting tube had wrinkle and the connecting tube protector was peeled off. The scope cover had a crack. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated all the channels of the scope were cultured and more than 100 colony forming units (cfu) of enterobacter aerogenes (klebsiella aerogenes), citrobacter koseri and citrobacter freundii were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.